Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
Rptr performed back-to-back blood glucose testing, using different finger sticks, with results of 247, 92, 184 and 96 mg/dl. Rptr was not experiencing any symptoms. Rptr did not have control solution available for testing.